Event description:
It was reported while using bd precisionglide¿ hypodermic needles the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: imperfection in some needle units which are clogged and do not allow the liquid to escape.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305108 and lot number 2020909. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd precisionglide¿ hypodermic needles the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: imperfection in some needle units which are clogged and do not allow the liquid to escape.

Manufacturer narrative:
A device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.